Manufacturer narrative:
During a splenic artery aneurysm coiling procedure of a 1.5cm aneurysm with unknown neck size, two coils were successfully deployed using the femoral artery access site. During coiling with the third coil, it started to get hung up in the hub of the microcatheter. The physician purged the coil, introduced it into the microcatheter and could not advance past the hub. This happened with two additional products. A 1:1 relationship did exist. The physician then removed the microcatheter and inserted a prowler select. There were no problems withdrawing the microcatheter. Both the microcatheter and the guidewire were removed, and as a result, there was a loss of target site. No attempts were made to use the same coils in the prowler. He successfully deployed four coils after that. The product is available for testing and evaluation; however, the engineering report has not been completed as of this writing. Additional information received will be submitted within 30 days upon receipt.

Event description:
Resistance in hub of microcatheter.